Event description:
During a shoulder arthroscopy the pump was reported as over running. The pump was started at 60 mmhg of pressure and then increased to 100. The pump then began flowing at a very high rate. They went back to 60 then 30 mmhg and there was no control over the rate of fluid going into the pt. The pt's right shoulder was reported of being swollen with some fluid retention. No other adverse affects.